Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicated that patient's symptoms have resolved and patient has recovered completely.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient developed an epidural hematoma and experienced numbness, weakness and loss of functionality in the left leg. As a result, the patient was hospitalized. Surgical intervention may be pending to address the issue. Patient symptoms in the leg are improving.